Manufacturer narrative:
Full recall number: z-1329-1332-2016. Full UDI# provided. Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that an internal component had sustained damaged. The damaged component may have contributed to the clip not fully loading into the jaws, and may prevent the clips from closing completely. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical has recently implemented device enhancements which are intended to minimize the potential for this type of interference. This lot was built prior to application of these device enhancements. . In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Cholecystectomy- "the doctor used the clip applier during the surgery but after 8 or 9 clips, the clip applier didn't work as expected. First no clips came out, then they appeared but a little bit closed, not completely in the jaws and he could not continue using it." Patient status- "ok."